Manufacturer narrative:
Product event summary - the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage at implant.

Event description:
It was reported that during the implant procedure, when the device was connected to the lead and interrogated for the first time, the battery was at 2.91 volts and the grey bar was displayed. The device was disconnected and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated there was a low telemetry battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.